Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited placement difficulty. A second rv lead was attempted but adequate fixation could not be obtained. The leads were not used and were replaced. No patient complications have been reported as a result of this event.